Event description:
It was reported that customer experienced pump problem where touchscreen was laggy and unresponsive and customer did not want to troubleshoot issue. There was no reported impact to customer¿s blood glucose level. No additional information was received regarding actions taken by customer or technical support or regarding final outcome of event.